Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean, and the device was received with both slides in their initial positions. The functional testing was not performed, due to the condition of returned sample. Therefore, the investigation is inconclusive for the reported failure to fire as functional testing was not performed, due to the condition of returned sample. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a kidney biopsy procedure, the trigger button of the device was allegedly stuck and could not be fired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a kidney biopsy procedure, the trigger button of the device was allegedly stuck and could not be fired. There was no reported patient injury.